Event description:
It was reported that the insulin pump alarmed motor error and motor position encoder error. The caller stated that the insulin pump had not been exposed to a strong magnetic field. The user was advised to change the complete set and was able to fill the tube manually. The customer's blood glucose was 230 mg/dl. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. However, the insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a faulty force sensor resistor. No motor position encoder error alarm was noted in the alarm history screen. The occlusion test and excessive no delivery alarm was noted due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, cracked battery tube threads, a scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.